Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was gouged out about 1cm. It was indicated that the patient was recannulated.